Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. No pump error 2 alarms noted during testing. Pump error 2 not confirmed. E/a alarm unspecified not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had inter-processor communication error. The customer¿s blood glucose level was 300 mg/dl. The customer was unable to clear the alarm. The customer also reported that they were unable to rewind the insulin pump. The customer had reverted to the back up plan. Troubleshooting was assisted. The device will be returned for analysis.